Event description:
Medical records were rec'd and indicated that the pt had his original surgery in 1989 and was revised in 1998 due to poly wear. In 2004 was revised again due to the previously reported broken stem. 3 months later was revised again due to infection.